Manufacturer narrative:
All available information for conducting this investigation was collected and no additional follow-up attempts will be performed.

Event description:
It was reported that the patient had a backup battery fault that would not clear, despite performing two self-tests. The 11v emergency backup battery (ebb) had been replaced on (B)(6) 2024. The ebb was removed and re-seeded. The system controller self-test was performed again with backup battery fault recurring. Customer device interrogation found low voltage alarms and no external power alarms on (B)(6) 2024 at 16:58. The patient's driveline had damage to both the silicone cover and the braided shield layer with exposed wiring proximal to the modular cable. X-rays of the driveline were ordered. There was no adverse patient impact due to the driveline damage. The driveline damage was treated by covering it with rescue tape. The alarms were resolved. The event log files captured low voltage hazard/no external power events on (B)(6) 2024 at 16:58 while using the mobile power unit (mpu). It appeared the mpu lost total power enabling the ebb in the system controller until power was restored to the mpu. The event lasted around 9 seconds with no interruption to pump support. X-rays of the driveline captured some slight kinking of the pump side driveline and also showed some taped areas. Nothing was captured in the log file that confirmed an issue with the driveline at the time.

Manufacturer narrative:
Manufacturer's investigation conclusion: evaluation of the submitted images confirmed damage of the pump cable outer jacket. A specific cause for the observed damage could not be conclusively determined through this evaluation. Review of the submitted images confirmed a tear in the outer jacket of the pump cable. The bionate layer was visible and some of the wires were visible as well. No damage to the wires was able to be confirmed. The controller event log file contained events from 17nov2024 through 20nov2024. No notable events or alarms associated with the pump were captured, and the pump appeared to function as intended at the fixed speed. The patient remains ongoing on heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6). No further related events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) and the heartmate 3 lvas patient handbook are currently available. Sections 2 and 6 of the IFU and sections 2 and 4 of the patient handbook caution the user to avoid pulling on or moving the driveline and further emphasize not to twist, kink, or sharply bend the driveline, which may cause damage to the wires. Section 6 of the IFU and section 4 of the patient handbook also instruct the user to check the driveline daily for signs of damage, such as cuts, holes, or tears. The patient handbook also instructs the used to call the hospital contact right away if the driveline is damaged (or might be damaged). Section 7 of the IFU and section 5 of the patient handbook provide instructions regarding how to care for the driveline in sub-sections entitled "what not to do: driveline and cables." Section 8 of the IFU and section 4 of the patient handbook contain additional information regarding how to clean and care for the driveline. These sections instruct the user to keep the driveline clean and wipe off any dirt or grime. If the driveline gets dirty, clean exterior surfaces of the driveline cables with a damp, lint-free cloth. If more aggressive cleaning is needed, use warm water and mild dish soap. No further information was provided. The manufacturer is closing the file on this event.